Event description:
Information received from the field notes that the patient presented for a follow-up feeling symptomatic. The device could not be interrogated by two programmers and a message, "installed applications do not support this device" was displayed. A software download was not successful. During the download attempt, the error message, "error in pacemaker software" with the heading, "communication failure" appeared. The device was subsequently replaced.